Event description:
The device hl-290 was switched off. Then the water in the disposable withdrawn into the water tank. During this procedure, the infusion system was still connected as well as the 3-way-stopcock at the central venous catheter was open to the pt side. The user detected, that there was blood withdrawn from the central venous catheter into the inner lumen of the tubing (of l-270). The user concluded that there was a connection between the inner lumen and the outer lumen (leakage): blood from the central venous catheter was drawn caused by the low pressure/suction of the withdrawn water (flushing liquid). According to the assistant medical dir, who has also attended the surgery, the suction at the central venous catheter could have been caused by the raised compliance of the heated infusion tubing. During the surgery (about 3.5 h) only infusion solution was heated; there was no transfusion.